Manufacturer narrative:
Citation: vavuranakis m. Correlation of corevalve implantation ¿true cover index¿ with short and mid-term aortic regurgitation: a novel index int j cardiol. 2016 nov 15;223:482-487. Doi: 10.1016/j.ijcard.2016.08.114. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the correlation of corevalve implantation with short and mid-term aortic regurgitation. All data were collected between 2008 and 2014. The study population included 109 patients (predominantly male; mean age 81 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 12-months all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: valve mal-sizing, inappropriate implantation, moderate paravalvular leak (pvl), severe aortic regurgitation treated with intra-procedural bail out techniques. Based on the available information, a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that none of the adverse events were directly related to the medtronic device. If information is provided in the future, a supplemental report will be issued.